Event description:
Distributor reported an incident involving a pump that could not connect due to a damaged usb port. There was no reported impact to the customer¿s blood glucose level. The device was set to be returned and a replacement pump was arranged, pending return by the expected date. No additional information was received regarding the outcome of the event.